Manufacturer narrative:
The failure investigation has been completed. The reported issues could not be confirmed due to a different issue identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, an unspecified alarm occurred and the wake button was intermittently unresponsive. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was between 275-313mg/dl.